Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 732mg/dl. The customer stated that he had a large meal the night before and took a bolus, but his glucose level did not lower. Then the customer took a second bolus and his glucose level continued being high. The customer stated that the infusion set was inserted more than four days ago. The customer stated that he had 32 units of insulin left in the reservoir. The programming on the insulin pump was correct. The customer stated that normally he inserted in the abdomen and rotates top and bottom. Advised the customer to change the infusion set and reservoir. No further info was provided.